Manufacturer narrative:
(B)(4). Batch # u95z6m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a thoracoscopic lobectomy, ¿clean blade¿ was displayed. The device was cleaned and used for a while. Then the blade broke when cleaning the blade outside the patient. There is a possibility that the device was activated with clamping the staples. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.